Manufacturer narrative:
A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue after cleaning the helix and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure the right atrial lead dislodged. The lead was replaced and the patient was stable.